Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01448. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a sling procedure for pelvic organ prolapse on an unknown date. The patient experienced pain, tissue abrasion, and erosion and had to undergo additional revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced retention. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced infections, vaginal and bladder pain, bowel complications, lower back pain, urinary complications, dyspareunia, constipation, pain with urination. It was reported that patient has gastric bypass surgery in 2013.